Event description:
International affiliate in switzerland reports that the reservoir has beem penetrated by juber needle. After the puncture the silicone did not close properly anymore (leakage). Additional information requested of affiliate.